Event description:
Consumer reported she used a tampon and thought it had come out on it's own as she was unable to find the tampon string to remove the pledget. She began experiencing vaginal cramping and a foul vaginal odor. Approximately two weeks after her period ended, she felt around inside her vaginal cavity and found the tampon pledget stuck sideways. She manually removed the disintegrating pledget and no string was found. She believed she was able to remove the remaining pieces of pledget. After removal her vaginal odor resolved and her cramping improved. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.